Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the left posterior communicating artery aneurysm procedure, the physician used a guidewire to deliver microcatheter to distal of middle cerebral artery and then delivered another microcatheter to the aneurysm. Physician framed the aneurysm by a coil and then prepared the subject stent to deploy. However, the physician felt resistance while advancing the subject stent within the microcatheter and during adjustments, the subject stent deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes), there are controls in the manufacturing process to ensure the product met specifications upon release. During visual/microscopic inspection, the stent was seen to be deployed inside the returned microcatheter hub. The sdw was seen to be kinked. The stent was seen to be severely deformed. The sdw was seen to have only the proximal bumper coil present on the wire and had a buildup of procedural fluid around it. The introducer sheath distal area was seen to be damaged. During functional inspection, the stent was removed from the catheter for further analysis. The reported stent deployed prematurely during use was confirmed during analysis. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The reported stent deployed prematurely during use was confirmed during the analysis. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. Additional information provided by the customer was the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. The device was returned for analysis together with microcatheter, the stent was found to be deployed within the catheter hub and once removed was found to be severely deformed. The stent delivery wire (sdw) was returned and found to be kinked and the proximal bumper coil had broken off from the wire and was not detected during analysis. The introducer sheath was returned and was found to be damaged. It¿s likely when the reported resistance was felt during the clinical procedure manipulation of the device caused the premature deployment and the damaged noted to the device. The as analyzed ¿stent deployed prematurely during use¿, ¿sdw kinked/bent¿, ¿stent deformed¿, ¿stent introducer sheath damaged¿ and ¿sdw broken/fractured¿ as well as the as reported ¿stent difficult/unable to advance or pullback through catheter¿ and ¿stent deployed prematurely during use¿ codes will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during the left posterior communicating artery aneurysm procedure, the physician used a guidewire to deliver microcatheter to distal of middle cerebral artery and then delivered another microcatheter to the aneurysm. Physician framed the aneurysm by a coil and then prepared the subject stent to deploy. However, the physician felt resistance while advancing the subject stent within the microcatheter and during adjustments, the subject stent deployed prematurely within the microcatheter. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. No additional information available.